Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient contacted the outpatient home dialysis clinic on (B)(6) 2023 with complaints of a low-grade fever, abdominal pain, and cloudy peritoneal effluent fluid. On (B)(6) 2023 the patient¿s daughter brought a sample of peritoneal effluent fluid, and a peritoneal effluent fluid culture and cell count (wbc = >1559 mm3) were collected. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) tazicef 1000 mg daily for 21 days, and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for neisseria mucosa and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an alleged breach in aseptic technique during ccpd therapy and was unrelated to any malfunction or deficiency of a fresenius product and/or device. The patient is currently in stable condition and is recovering from the events. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by fever, abdominal pain, and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to an alleged breach in aseptic technique during treatment. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Neisseria mucosa is commonly found in the upper respiratory tract and is considered pathogenic in those patients with an impaired immune system. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
On 25/oct/2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient contacted the outpatient home dialysis clinic on (B)(6) 2023 with complaints of a low-grade fever, abdominal pain, and cloudy peritoneal effluent fluid. On (B)(6) 2023 the patient¿s daughter brought a sample of peritoneal effluent fluid, and a peritoneal effluent fluid culture and cell count (wbc = >1559 mm3) were collected. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) tazicef 1000 mg daily for 21 days, and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for neisseria mucosa and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an alleged breach in aseptic technique during ccpd therapy and was unrelated to any malfunction or deficiency of a fresenius product and/or device. The patient is currently in stable condition and is recovering from the events. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.